Event description:
Physician attempting to perform diagnostic laparoscopy. Inserted trocar x 2 and was pre-peritoneum. Inserted trocar a third time and blood was noted in the abdomen and there was a drop in blood pressure. Vascular surgeon called to repair laceration of right iliac vein.